Manufacturer narrative:
Concomitant medical devices: needleless connector, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "the plastic connection part" (assuming spin colar) cracked while attaching to the IV. The user is not certain how long the tubing has been in use. There was no report of patient harm.

Manufacturer narrative:
Disregard pri tubing. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.